Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire was reported. The sensor was inserted into the arm on (B)(6) 2018. The patient stated the sensor had failed and had to replace the sensor wire. Upon removal of the sensor, the patient noticed there was no wire on the sensor and that the sensor wire was still lodged in his body. The patient went to the doctor on (B)(6) 2018 for discomfort at the sensor insertion site and was referred to a radiologist. The patient had an ultrasound and CT (computed tomography) scan performed on (B)(6) 2018 and the radiologist confirmed that the sensor wire was in the patient's muscle and had curled. The patient stated the doctor recommended to have a small procedure performed to remove the sensor wire. No additional patient or event information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4). Describe event or problem.

Event description:
Subsequent to the initial MDR, additional information was provided on 09/03/2018. On (B)(6) 2018, the patient had surgery performed to have the sensor wire removed and stated the sensor wire was found to be lodged into his muscle and was successfully removed. No additional event or patient information is available.